Manufacturer narrative:
Additional information indicated that the patient had an ipg revision in which the ipg was replaced. The patient is reportedly doing well. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging. A database analysis indicated that the ipg was prematurely depleting. The physician has recommended a revision.

Event description:
A report was received that the patient was having difficulty charging. A database analysis indicated that the ipg was prematurely depleting. The physician has recommended a revision.